Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) ((B)(4)). (B)(6) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [1st time; (B)(6) 2019]. Stenotrophomonas maltophilia. [2nd time; (B)(6) 2019]. Ps. Ae/ s.mal. Other detailed information such as the number of microbes and the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility have reported as follows; the subject device was inspected with the baby scope. It was found the damage and there was unspecified dirt inside the instrument channel. Those microbe names with full spelling are ¿ps. Ae¿ is for ¿pseudomonas aeruginosa¿ ¿s.mal¿ is for ¿stenotrophomonas maltophilia¿ the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide following additional information; the manufacturing date of the subject device. The user reported that microbes were also found in the suction valve. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.